Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tip-up fenestrated grasper instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube at the point where the proximal clevis meets the main tube. A piece measuring approximately 0.150" x 0.299" was not returned with the instrument. Components adjacent to the broken main tube did not show any damage. Additionally, during inspection, it was discovered that the instrument had a broken distal pitch cable at the proximal clevis. The cable was completely broken, but there was no discoloration, corrosion, or contamination that would suggest improper reprocessing as a contributing factor. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 8mm tip-up fenestrated grasper instrument was noted to have a connection between the metal and the carbon part. It was necessary to remove the instrument with the cannula, but without enlarging the wound. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the breakage did occur on the distal end of the instrument (portion of the device that enters the patient). No piece from the distal end of the instrument detached/broke off. The branches of the tool moved, but with a very limited range of movements. They were not closed on any tissue and there was no need to open them with a key. It was necessary to remove the instrument with the cannula, but without enlarging the wound in the integuments. However, the removal of the instrument from the cannula required breaking off the bent (broken) fragment. No images or video are available for review.